Event description:
It was reported that this patient received several inappropriate shocks. Upon review the configuration was changed to the alternate vector which was mostly free of noise and oversensing. The patient was hospitalized and data analysis was sent to technical services (ts). Ts noted a change in morphology resulting in double counting despite smartpass being on. Ts discussed programming options for this case and thoroughly evaluating the sensing vectors during exercise. At this time the device remains implanted. No adverse patient effects were reported.